Event description:
Patient with a periprosthetic femur fracture was implanted with a plate, 3 cables and 9 screws on (B)(6) 2012 at another facility by another surgeon. Post operatively the plate and the three cables broke. The patient was taken to the or at this facility on (B)(6) 2013 for removal of hardware and revision to a 4.5mm lcp proximal femur hook plate. All removed hardware was given to the patient after the procedure. Reportedly the screws were intact. Patient had previous total hip replacement on 7/24/12, prior to femur fracture. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.